Manufacturer narrative:
This report is submitted on september 20, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, subsequently the device was explanted on (B)(6) 2016, the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is submitted january 13, 2017.